Manufacturer narrative:
Additional information was received that the patients scs was non-functional.

Event description:
A report was received that the patients ipg was unable to charge. The patient will undergo an ipg replacement procedure.

Manufacturer narrative:
Additional information was received that the reason for ipg replacement procedure was to have a software upgrade per physicians preference.

Event description:
A report was received that the patients ipg was unable to charge. The patient will undergo an ipg replacement procedure.

Manufacturer narrative:
Additional information was received that the patient underwent an ipg replacement procedure. No device malfunction was suspected. The patient was doing well postoperatively. The explanted device was not returned to bsn.

Event description:
A report was received that the patients ipg was unable to charge. The patient will undergo an ipg replacement procedure.

Event description:
A report was received that the patients ipg was unable to charge. The patient will undergo an ipg replacement procedure.